Manufacturer narrative:
Blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify missing segments/partial display due to blank display. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was flashing. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that insulin pump had crack on the compartment and shut down when she went into the pool. No harm requiring medical intervention was reported. The device will be returned for analysis.